Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, regarding no image in 3d system, the issue was not duplicated, therefore the cause is unknown; regarding the image is not displayed in 180 scope is likely due to the faulty circuit (dr) board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported to olympus that upon connecting to the 3d system, an image was not present. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found no image produced, when testing the unit with olympus, model series 180 scopes; the cause was assigned to a printed circuit board failure (dr board) the investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.